Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The issue with detecting the purge disc was reproduced, and the purge flag was confirmed to be broken. The root cause of this issue was a broken/missing purge flag.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 34-year-old male of unknown race and ethnicity in st- segment elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge disc not detected alarm occurred when changing the cassette. The automated impella controller (aic) was exchanged, and the alarm resolved.